Manufacturer narrative:
The procedure / incident date was not reported, so the date of reporting (B)(6) 2021 was entered for the incident date. Review of production records did not reveal any anomalies or issues that could be related to the reported incident.

Event description:
A user reported that a patient developed an infection sometime after treatment with a tenex health device. The cause of the infection is unclear. The user did not imply that the infection was due to the device or treatment. He noted that it could be due to patient compliance or post-procedure care. The patient was treated with antibiotics.

Manufacturer narrative:
Follow-up report #01. Additional information was reported. The incident date was provided. User suspected that the patient infection may have been related to a thermal burn in tissue during the procedure with the tenex health device. Also, the patient may have had diabetes mellitus type 2 and another autoimmune disease.